Event description:
(B)(4).

Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device contributed to the event. (B)(4). A review of complaint records was conducted for the past five years. From this review, no mdrs have been reported relating to the development of pressure ulcers resulting from the use of these compression devices. There have been seven similar cases of damage caused by the garment tubing have been reported however, all of these were attributed to the incorrect application of the garment. MDR references: 1000381138-2010-00005 (2010); 3005619970-2012-00004 (2012); 3007420694-2012-00018 (2012); 3007420694-2012-00035 (2012), 3007420694-2013-00013 (2013); 3007420694-2013-00017 (2013); 3005619970-2013-00006 (2013); in regards to the events, where the tubing and bladder meet, the facility have reported skin irrigations and severe pain on calf. It is our current opinion that the reported problem was caused by the failure to correctly apply and/or reposition the garment or garment tubing. Arjohuntleigh currently produce over 6 million of garments per year, therefore in relation to garment tubing interference although the numbers are immeasurably low, in line with the products risk assessment, we continue to report all incidents whereby injury has occurred but do not see it as a major issue, with the majority of the marketplace following our recommendations listed in the products IFU. On following this general practice, superficial damage to the patient's calf may have been avoided. Articles relating to devices (any devices) concerning pressure injuries are increasingly being published in the literature and discussed at high level pu meetings - including both epuap and npuap. This doesn't mean they are any more common than they were 10+ years ago, but it does mean that health care professionals are far more aware and they are measuring occurrence and are interested in prevention strategies. This would fit under the umbrella of quality and safety in hospitals. It is definitely plausible that pressure injuries can develop as a result of the tubing resting on the lateral aspect of the medial malleolus or the heel itself if not regularly repositioned during surgery. This is something operating room staff should be aware of and take measures to avoid it. Our instructions for use recommends that the skin is regularly inspected for signs of tissue damage paying particular attention to the bony prominences. Correct fitting means there should be only 2 fingers-breadth space at both the top and bottom of the sleeve and the tubing should be taken away from the patient body in order not to create any pressure points. In the reported incident the garment was not fitted correctly or the garment had not been rechecked so that if the patient moves, or their limb size changes due to oedema, any increases or decreases in tightness can be accommodated. We see this as an incident whereby use error was a contributing factor. We will continue to monitor all events periodically and should any adverse trends appear, take the necessary action to reduce any risk.